Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information such as reason and date for explant. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's system was explanted for an unknown reason. Manufacturer representatives were not present at the time of the explant.